Manufacturer narrative:
Correction: medtronic received additional information that the customers reported consistent qc issues. Device evaluation summary: the reported issue that the instrument was failing the liquid quality control (qc) test was verified during service. The issue was resolved by recalibrating the lift bar height, and cleaning excessive blood on flag height assemble. The instrument passed heptrac testing 3 times on all 3 settings. And passed hr-act testing 10 times. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the instrument was failing the liquid quality control (qc) test. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that service worked with customer over the phone to perform troubleshooting. Informed customer that if electronic quality control(eqc) passes the likelihood the machine is working is high and that it may have been a user error that created the issue. Customer performed an eqc while on the phone and it passed. The biomed engineer stated he would work with the cath lab to perform liquid qcs. All liquid qcs passed. Service is not needed at this time. No further action required.